Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that insulin pump had no delivery alarm. The customer stated that pump occurred no delivery repeatedly and when they used the loaner pump there was no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.